Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 4 month follow up transesophageal echocardiography (tee) a large thrombus was noted on the face of the closure device. The patient had been on half dose eliquis for three (3) months with aspirin and had discontinue oral anticoagulation (oac) at the time of the tee. The plan is to restart oac and repeat a tee in three (3) months.